Event description:
It was reported that damage to a delivery sheath occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device & delivery system (wds). The closure device was deployed but release criteria was not met. During recapture, an anchor of the closure device pierced the delivery sheath and an anchor was noted to be lifted. The wds was removed from the patient and the procedure was completed with a second wds and closure device. No patient complication were reported.

Manufacturer narrative:
Initial reporter name and address: initial reporter phone: (B)(6).

Manufacturer narrative:
H6: impact code - updated from additional device required to no health consequences or impact.

Event description:
It was reported that damage to a delivery sheath occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device & delivery system (wds). The closure device was deployed but release criteria was not met. During recapture, an anchor of the closure device pierced the delivery sheath and an anchor was noted to be lifted. The wds was removed from the patient and the procedure was completed with a second wds and closure device. No patient complication were reported.